Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator was leaking. Additional malfunctions include the heat exchanger was leaking, the bed hoses were leaking, and the gear clamps were leaking.